Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 3.5mm cortex screw, part 204.845, was received broken into three pieces. The hex drive, etchings, and proximal threads are worn but in good condition. The most distal and middle fragment each have damage and a gouge missing from the threads. The lot number of the returned screw is unknown and therefore the manufacture date is unknown. It was received in three pieces. The most distal fragment shows damage to the threads and a gouge missing from the proximal threads. The middle segment of threads also shows damage to the threads and a gouge at is distal end where it would connect to the distal fragment. The hex drive and threads of the proximal fragment are worn but in good condition. Thus, the complaint condition is confirmed but cannot be replicated because the screw is already broken. The screw head is only etched with three triangles therefore the returned screw was manufactured prior to the current drawing revision. A review of the current edition of the design drawing and the design history was performed. The design was found to be sufficient for its intended use and the design history did not impact the complaint condition. Therefore, this complaint condition is not the result of a design deficiency. The gouge is consistent with the expected result from a drill impacting the screw after it had been implanted. The breaks are consistent with the result of excessive force and it is likely that patient activity and compliance or incomplete reduction of the fracture impacted the complaint condition. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. In absence of solid bony union, the weight of the limb alone, muscular forces associated with moving a limb, or repeated stresses of apparent relative small magnitudes, can result in failure of the implant. This was likely further exaggerated by the gouge in the returned screw. However, since it is unclear how or when the breakage and gouge happened, this complaint is undetermined. In conclusion, the complaint condition of a broken screw is confirmed. However, without additional information the root cause is undetermined. The design was found to be sufficient for its intended use and the risk analysis adequately addresses the harm of this complaint condition. Previously it was reported that the device history records were review. This was reported in error. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.